Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. Functional testing was performed and revealed that although the reported allegation cannot be confirmed, the jaws of the device are unable to close as intended. Visual inspection noted that the device had noticeable signs of use and normal wear and tear. The most likely cause is attributed to repeated use of the device over time, resulting in wear and tear. The device was manufactured on 27-sep-2023

Event description:
On 11/03/2025, it was reported by a facility representative via (B)(4) that an ar-13999mf fastpass scorpion cut the suture as it passes. This was discovered during a knee arthroscopy procedure with no patient harm. The case was completely successfully with another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.